Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4).

Event description:
It was reported that patient was having fever as a symptom of infection at the ipg site. The physician believed that the infection was not procedure related and was rather caused by the device. The patient was placed on antibiotics and was doing well postoperatively. All device components were explanted and wil not be returned.